Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 09/09/2020. An investigation was conducted on 09/15/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device, loading device as well as on the seal. The seal was returned outside the delivery device in a unraveled state. Blood was observed on the seal. The tension spring assembly was not attached to the seal which indicates that there was an attempt to remove the seal from the body and was not returned for evaluation. The white plunger on the delivery device was observed to be fully depressed and the blue slide lock was disengaged. No measurements of the delivery device were taken due to the presence o blood, which indicates an attempt was made to introduce the device into the aorta. Blood was observed on the loading device. There were no visual defects observed on the loading device. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) could not be deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) could not be deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.